Manufacturer narrative:
Company representative evaluated the unit and replaced the main board. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.